Event description:
Affiliate reported that the pt has hydrocephalus of unk etiologic since 20 years back. Pt has been very sensitive to valve adjustments for over the past years. Due to shunt dysfunction, a former programmable valve with inline antisiphon guard was exchanged for the enclosed one. Pre op-programmed to 170mm h20. Post op further clinical deferroration was noted with large ventricular width. Xray of the shunt showed valve was fixed below 30mm h20. Attempts of adjusting the valve failed, also confirmed by further xrays it was revised.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above, or if any further info regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.